Event description:
It was reported to khpc that while attempting to activate the safety shield, the nurse was stuck after the shield did not activate, when the nurse twisted to attempt to engage it. Results of blood tests, thus far, are negative.